Event description:
It was reported that the patient experienced shortness of breath and fatigue, and complained of feeling dizzy and they "saw stars" during cardiac rehabilitation. In addition, it was noted that the device was pacing below the lower rate, and t-wave oversensing (twos) was suspected with the right ventricular (rv) lead. The lead was reprogrammed, and the device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.